Manufacturer narrative:
The repair inspection found sandstorms appeared randomly throughout the endoscopic image (image not displayed) also b30 communication error due to video connector socket failure (video connector). The inspection also noted the battery on the printed circuit board has been consumed and there is internal dust. The investigation is ongoing. However, if additional information becomes available, this report will be supplemented accordingly. In general, the end user is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use.

Event description:
Olympus (omsc) was informed via repair request that the customer visera elite video system center was returned to the olympus repair center for a reported ¿poor contact at video connector¿. The customer reported problem was found during an unspecified event. No death, injury or harm was reported to olympus. However, during the repair inspection, sandstorms appeared randomly throughout the endoscopic image due to video connector socket failure (video connector). This report is being submitted to capture the no image defect.

Manufacturer narrative:
Updated fields: h6 and h10 correction to h4 this report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the reported issue was due to a faulty connector socket. However, the specific cause of the faulty connector socket could not be established at this time. Olympus will continue to monitor field performance for this device.